Event description:
Imp# (B)(4).

Manufacturer narrative:
The customer issue was duplicated. The hard drive was replaced and the repaired unit will be returned to the customer.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. The hard drive was replaced and the repaired device was returned to the customer.